Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 (no batch indicator present) was received for investigation. Visual inspection under magnification identified breakage at the distal end of the depth stop. Superficial surface damage was present along the cannula proximal to the breakage site. No fragments were returned for analysis. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the device was damaged during insertion and broke off inside the patient. The broken piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.